Event description:
It was reported that the customer experienced low blood glucose levels. The customer did not know the blood glucose reading, but she reported that she experienced insomnia the night leading up to the event. Upon a functional check, it was found that the insulin pump passed the displacement. She was advised to consult her doctor regard the low blood glucose event. She stated that her blood glucose levels would start going up when her reservoir reached about 40 units. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.